Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set would be unhooked. The customer¿s blood glucose was 650+ mg/dl. The customer stated that when she was having lunch the blood glucose was at 300-400 mg/dl. At 10 am the customer's blood glucose was 216 mg/dl. She did not want to do the troubleshoot for the high blood glucose. The product was not returned for analysis.